Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona cruciate retaining articular surface left 14mm ,catalog #: 42511000414, lot #: 63596782. Persona cruciate retaining standard porous femoral component, catalog #: 42502806201, lot #: 65313448. Persona two-peg porous trabecular metal tibial tray left size c, catalog #: 42530006401, lot #: 65041256. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2024-00603, 0001822565-2024-00604, and 0001822565-2024-00606. H3 other text : investigation incomplete.

Event description:
It was reported that the patient is being considered for a knee arthroplasty revision to address pain and limited mobility approximately two (2) years post-operatively. The patient is currently utilizing a knee brace. A revision procedure is indicated to be necessary; however, no revision procedure has been reported to date. Attempts have been made; however, no additional information is available.